Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the word hospital staff gave to biomed is that the during ventilation the device was showing a constant low oxygen alarm and staff could not clear the alarm. They had to remove the patient from the device and place them on another. Last pm was done in june of last year. No patient harm.